Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while the device was being used to lock the jaw, the stapler was unable to fire, the surgeon was unable to press the green button and squeeze the handle. They changed the handle to resolve the issue and complete the case. No patient injury.